Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Saline residue was visible in the suction tube, indicating the device was used. Under magnification it was observed that the active tip had a burnt manifold between the 4 o'clock to 8 o'clock position. The manifold is severely burnt, user could've continued to activate the device and was not aware of the melted manifold, increasing the damage on the manifold. This type of failure could result in the reported error code output short. This complaint is confirmed. No functional testing was conducted to avoid damaging test equipment. The supplier completed a CAPA investigation to address the melted manifold failure. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. Training requirements were updated to be performed on a six-month basis. The DHR review indicated that the devices were processed without incident therefore, there is no evidence of manufacturing anomalies on the records reviewed. This lot of product was manufactured after implementation of the CAPA corrective actions. Although the CAPA is now closed, the measures implemented into the manufacturing process were only to reduce the level of occurrence to an acceptable level and not completely eradicate the likelihood of this failure mode happening. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the surgeon in (B)(6) that during shoulder arthroscopy surgical procedure, it was observed that the vapr s90 4.0mm w/integr hdp device started working then suddenly stopped working. During in-house engineering evaluation, it was determined that there was a burnt manifold between the 4 o'clock to 8 o'clock position. According to the evaluation, the manifold was severely burnt and melted manifold. It was not reported if there was a delay in the surgical procedure but it was reported that it was necessary to open a spare identical device to complete the procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.